Event description:
The customer reported waking up with high blood glucose of over 600 mg/dl. The customer's glucose reading at time of call was 300mg/dl. The customer stated that the reservoir was changed and her glucose level dropped. The customer refused to have the paramedics call, and she sounds sick. A follow up was completed and found that the customer was hospitalized due to diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report # 2032227-2011-02322. Mfg report 2 of 2, medwatch report # 3004209178-2011-82953.